Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During the procedure, there was air ingress through faradrive sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device return for analysis is unknown.